Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). A 2.25 x 12mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed, it was found out that edge of the stent struts were lifted. The procedure was completed with a 2.25 x 16mm synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.